Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The customer¿s blood glucose was 18 mmol/l. Customer reported they were able to clear the alarm. Customer stated that they were able to complete rewind. The device will be returned for the analysis.